Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was reprocessed using an endoscope reprocessor that had diluted detergent. There was no cleaning brush in the endoscopy room so brushing may not have been sufficient. There were no reports of patient harm or involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reported malfunction occurred due to inappropriate use diluted endo quick. However, definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.